Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited high pacing threshold. This ra lead was repositioned. No additional adverse patient effects were reported.